Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain and was pacing at a fast rate at rest. It was noted by the clinician that the patient was programmed with a rate response activity threshold of medium/low and on medications that kept the heart rate slower. It was advised to reprogram the activity threshold to medium/high and monitor the patient. It was also noted t-wave oversensing (twos) being seen, but since it is in the ventricular refractory period it is not currently causing an issue. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.